Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded by the hospital

Event description:
As reported: "surgery for fracture of left femoral condyle. The hospital operating room staff opened the wrong nail on the left and right side and inserted it without realizing the mistake. After insertion, the staff did not notice the mistake and continued the procedure. When they attempted to insert the locking screw, it did not go in properly, resulting in a femoral diaphyseal fracture. Subsequent confirmation revealed that the wrong nail had been inserted on the left and right side."

Manufacturer narrative:
The reported event could not be confirmed. But in the context of current reported screw a non-intended used counterpart item could be confirmed based on lot code provided, only. As per event details ¿ the hospital operating room staff opened the wrong nail on the left and right side and inserted it. After insertion, the staff did not notice the mistake and continued the procedure. When they attempted to insert the locking screw, it did not go in properly, resulting in a femoral diaphyseal fracture.¿ however, the further reported adverse consequences could not be confirmed since evidence [e.g. X-ray images] are not provided and a further medical statement therefore impossible. Finally, the IFU clearly instructs: ¿the correct selection of the fracture fixation appliance is extremely important. Implants can be available in different versions, varying for example in length, diameter, angle, right-hand and left-hand versions, material and number of drilled holes. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure¿ every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ complementary information about the used counterpart could be found under the main investigation of the nail. Based on above and information available this is rather user related event, and it could not be excluded that its resulting consequence of non-intended use of counterpart nail implanted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "surgery for fracture of left femoral condyle. The hospital operating room staff opened the wrong nail on the left and right side and inserted it without realizing the mistake. After insertion, the staff did not notice the mistake and continued the procedure. When they attempted to insert the locking screw, it did not go in properly, resulting in a femoral diaphyseal fracture. Subsequent confirmation revealed that the wrong nail had been inserted on the left and right side." 1/16/2024 - additional information received: another nail was inserted and surgery was completed successfully.